Event description:
Reporter indicated that a vns hp handheld computer was continually freezing after interrogation, indicating a possible software problem. The handheld computer and flashcard are currently in product analysis.